Event description:
A customer reported a cartridge alarm 30, indicating an issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. The technical support team assisted the caller in loading a new cartridge using the proper technique, and the customer successfully resumed insulin therapy, resolving the issue.